Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) flipped up sideways in their chest whilst they were showering. The patient further reported being able to hear a hollow noise when they rub their finger over the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.